Event description:
It was reported that the catheter appeared to have an opened circuit. The same problem occurred even though, a new catheter was used.

Manufacturer narrative:
Two 5f pacel bipolar pacing catheters, flow directed, were received for evaluation. An associated syringe was returned with catheter "b," and an unknown yellow substance was seen on the connector pin cover of catheter "a". Numerous bends were noted in the shafts of both catheters; no visual anomalies were noted in the bifurcations, ring or tip electrodes, or connector pins. Note: for identification purposes, each catheter was uniquely identified with ink as "a" or "b". Both catheters were electrically tested. The tip electrode circuit of one catheter exhibited an electrical non-conformance at or near the tip electrode; the measured resistance value for the ring electrode circuit was within specification. Catheter "a": there was no indication of shorted, crossed, or intermittently open circuits. The catheter was then cut approximately 1" proximal to the ring electrode, the black wire exposed and stripped, and the circuit retested. Measured resistance between the "(-) distal" pin and the cut black wire was 1.2 ohms, indicating that the open circuit in catheter "a" existed between the cut black wire and the tip electrode. Catheter "b": there was no indication of shorted or crossed circuits, and no indication of an intermittently open tip circuit. The catheter was then cut approximately 1 inch proximal to the ring electrode, the red wire exposed and stripped, and the circuit retested. Measured resistance between the unmarked pin and the cut red wire was variable, in excess of 2.0 ohms, and measured resistance between the cut red wire and the ring electrode was 0.3 ohms. This test indicated that the non-conformance existed between the cut red wire and the unmarked pin. The catheter was then cut between the unmarked pin and the bifurcation, the unmarked wire stripped, and the circuit retested. Measured resistance between the unmarked pin and the unmarked cut wire was 0.4 ohms (not variable), and the measured resistance between the unmarked cut wire and the distal cut red wire was variable, in excess of 2.0 ohms. This test indicated that the non-conformance existed between the unmarked cut wire and the distal cut red wire. The catheter was then cut approximately 1 inch distal to the bifurcation, the red wire exposed and stripped, and the circuit retested. Measured resistance between the distal cut red wire and the proximal cut red wire was 1.3 ohms (not variable). This test indicated that the non-conformance in catheter "b" existed through the bifurcation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Internal corrective actions were initiated to determine and correct the root cause of electrical tip non-conformances and to provide additional instruction/clarification for soldering the wires.